Manufacturer narrative:
UDI: (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited noise, oversensing, and pacing inhibition. There was asystole greater than 2 seconds. An invasive procedure was planned to replace the lead. During the procedure, access to the vascular system was found to be occluded. The physician chose to implant a new system on the patient's right side. The chronic system was abandoned. No adverse patient effects were reported.